Event description:
It was reported that the insulin pump alarm during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, and alarm during the basic occlusion test due to loose drive support disk.